Manufacturer narrative:
A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer exchanged the reagent syringe assembly and confirmed that the tests and the module were performing within specifications. The specific cause of the event could not be determined; however, the event was consistent with an imprecise adjustment of a changed sample probe or a preanalytical issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with glucose assay and 1 patient's urine sample tested with creatinine plus ver.2 (crep2) assay on a cobas c 503 analytical unit. Sample 1: initial result: 7 mg/dl. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. 1st repeat result: 190 mg/dl. 2nd repeat result: 190 mg/dl (tested on another cobas pro). On (B)(6) 2025: sample 2: glucose: initial result: 137 mg/dl. Repeat result: 1.98 mg/dl. Sample 3: crep2: 0.02 mg/dl. Repeat result: 1.58 mg/dl.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.